Event description:
It was reported that during a procedure, the lasso catheter in use would not deflect or contract normally. The catheter would only deflect to halfway and the catheter loop 'locked' halfway through deflection before the physician heard a 'click' and the loop would flick and close up. When released, the catheter loop would not release resulting in the physician not being able to pull catheter back into long sheath. The physician had to remove the catheter together with the sheath to withdraw it from the patient. The physician proceeded the procedure by changing to another sheath and catheter. The case was completed without any further issue. No patient adverse event was noted during or after the procedure.

Manufacturer narrative:
(B)(4). It was reported that during a procedure, the lasso catheter in use would not deflect or contract normally. The catheter would only deflect to halfway and the catheter loop 'locked' halfway through deflection before the physician heard a 'click' and the loop would flick and close up. When released, the catheter loop would not release resulting in the physician not being able to pull catheter back into long sheath. The physician had to remove the catheter together with the sheath to withdraw it from the patient. Upon receipt of the returned complaint device, the catheter was visually inspected and it was found that electrode ring #1 was damaged and some other rings (rings #2, 3, 4, 5, 6) had char. The catheter was tested on electrical characteristics and it passed according to specifications. Deflection and contraction tests were also performed. The catheter passed the contraction test but failed the deflection test since the tip could not deflect completely. The catheter was then dissected and it was determined that the root cause of the deflection issue was the pulley mechanism not adjusted properly. The device history record was reviewed, it was identified that 1 piece was scraped; however DHR review showed the piece was identified during the process prior the final inspection stage and documentation shows the scrap of this piece exists. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint about the deflection issue has been verified. However the root cause of the char observed during the visual inspection could not be determined to be manufacturing related since lasso catheters are not ablation catheters, therefore it is unlikely for char to be developed on non-ablation catheters.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4).